Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated . Visual inspection was performed on returned reader. No issues were observed. Usb charger and usb cable were not returned with the reader. No evidence of "too hot to hold" was observed. The reader built in test was performed and the test passed. The returned reader was further investigated and de-cased. A visual inspection was performed on printed circuit board assembly (pcba) and no signs of damage, burn marks or corrosion was observed. The returned battery has been measured and results were not within specification. Reader was also monitored under thermal camera during operation, where hot spots of 40°c and above was observed. Extended investigation has been performed. The returned reader was further investigated and de-cased. A visual inspection was performed using a microscope on the returned reader and the reader printed circuit board assembly (pcba) and no issues were found with the pcba of the returned reader. Bench testing was performed on the reader using a digital multimeter. The returned battery voltage was measured to be not within range specification. A known good battery was used for the remainder of testing . The reader was observed to turn on but a connected to pc message was observed when the reader was not connected to a pc. The returned reader was monitored under a thermal camera during operation, where thermal hot spots were observed on ic components, this was indicative of incorrect adapter usage for reader charging. Resistor was measured, any voltage across this resistor is evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the ic components will permanently damage the components and will exhibit hotspots when operation of the reader is attempted. This also will cause the reader to incorrectly display a ¿connected to pc¿ message. The device history record (DHR) was reviewed. The product passed all quality control tests prior to its distribution. No anomalies were found in the record. The reported field event of the reader becoming too hot to hold was not confirmed to use. Hardware product quality engineering (hpqe) determined that the root cause for thermal hotspots on ic components in stm readers was due to incorrect usb power adapter usage by the customer. Usage of an incorrect usb power adapter to charge the reader will surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This is not possible with the abbott provided usb adapters; therefore, the issue is not confirmed to use due to incorrect adaptor used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.